Event description:
It was reported that during a chemotherapy infusion, pump modules and syringe module experienced a communication error and turned off. When device was rebooted, no previous infusion data was restored. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that during a chemotherapy infusion, pump modules and syringe module experienced a "communication error" and turned off. When device was rebooted, no previous infusion data was restored. There was patient involvement but no harm. Per customer's internal investigation, it was found that the "pcu received error code 800.8000.0 multiple times during the time of the incident."

Manufacturer narrative:
Omit : b17 device not returned, b15 analysis of data provided by user/third party, c19 no device problem found, d14 no problem detected. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that during a chemotherapy infusion, pump modules and syringe module experienced a "communication error" and turned off. When device was rebooted, no previous infusion data was restored. There was patient involvement but no harm. Per customer's internal investigation, it was found that the "pcu received error code 800.8000.0 multiple times during the time of the incident."